Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. One sample was returned by the customer for review and there were videos provided. There was an individual filter returned. Upon visual inspection if the provided, it was found that the filter legs would not open fully. During visual inspection of the returned filter, there were no abnormalities or damage of any kind found to the filter. The filter was placed in warm water for 3-5 seconds and was able to expand fully as intended. Since the complaint defect was not able to be duplicated, no corrective action will be taken at this time. Additional information provided in d.9., h.3., h.6. And h.11.

Event description:
The filter cannot fully open after implantation in the body during a femoral placement. A pusher wire was used during the standard percutaneous procedure.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.